Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline communication faults associated with driveline com a faults. A specific cause for the driveline communication faults could not conclusively be determined through this evaluation. Evaluation of the submitted log files confirmed that com a faults and driveline communication faults became active on (B)(6) 2023. The driveline communication faults and com a faults indicated that the communication fault was likely associated with the com a line. A specific cause for these events could not be conclusively determined through this evaluation. No other atypical events or alarms were captured. Despite the observed alarms, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a driveline communication fault alarm at home around 03:00 while sleeping. The patient presented to the emergency department around 14:00, and the alarm was cleared and had not returned. A review of the log files by technical services found a driveline com a fault alarm that occurred on (B)(6) 2023 at 03:17:44.